Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4) . Sorin group received a report that the s5 gas blender displayed an error message during the procedure. The reported issue was confirmed. A broken foot panel was identified as the cause. After replacing the front panel, the unit tested without any further issues. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed an error message during the procedure. There was no report of patient injury.